Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2012. Approximately 7 years and 1 month after the initial procedure the patient had a left hip revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2019. Diagnosis: failed left tha; large interosseous supra-acetabular pelvic bone cyst. "There was a cyst along the superior acetabular area laterally that I fell into.¿ this proved to be a fairly large cyst.¿ there was a little bit of osteolysis surrounding the stem. I used a screw and removed the acetabular liner. There was wear of the acetabular liner superiorly and it had begun to flake somewhat in that area. It was not worn through and there was no metal-on-metal contact. I used a screwdriver and removed the 2 screws in the cup. Both of these were passing through the cyst. "

Manufacturer narrative:
D10: concomitants: (B)(6), 170-32-00 - biolox delta femoral head 32mm od, +0mm. (B)(6), 122-65-35 - 6.5mm acetabular bone screw 35mm. (B)(6), 122-65-20 - 6.5mm acetabular bone screw 20mm. (B)(6), 164-01-11 - element-stem, collarless w/ha, std offset, sz 11. (B)(6), 180-01-52 - nv crown cup clstr hole 52mm group 2. Pending investigation.